Event description:
A customer reported a "replace sensor" message when scanning the adc device on the 7th day of wear, and was therefore unable to monitor glucose via sensor. The next day, the customer self-treated with insulin (dose/type unknown) and subsequently became hypoglycemic, losing consciousness. A third-party treated customer with juice and ambulance was called. The customer was provided additional treatment of glucagon injection by paramedics for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.